Event description:
It was reported the pt (australia) is experiencing difficulty establishing communication with the ipg using both the programmer and charging system. Further interrogation found that the pt's technique for recharging the ipg was incorrect. In an effort to resolve this matter, a replacement charging system was issued to the pt; however, the reported problem persists. A decision regarding the next course of action has not been reached.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken on 04/08/2015 to explant and replace the patient's ipg. During the procedure, high impedance measurements were noted for the patient's leads. See MFR report # 1627487-2015-21101 for the report on the leads.